Event description:
This case involving a device, reported by a pharmacist, concerns a patient. The patient took insulin lispro (humalog) via the pen injector device (humapen ergo teal/clear, lot number a1501/ms8929) and human insulin isophane suspension (humulin n) via pen injector device (humapen ergo teal/opaque, lot number a1143/ms8335). It was unknown who operated the device or if the operator was a trained user. Duration of humapen use was also unknown. The patient's medical history included often going into stupor. No further medical history was known by the pharmacist. It was unknown if patient received concomitant medications. In 2002 at 0900 hours, while being treated with humalog and humulin n (dosing regimens not provided) via two humapens, the patient was non-responsive while someone was visiting patient. The patient lived alone. An ambulance was called and the patient was admitted to the hospital with blood sugars of 76 (mmol/litre). The patient was stabilized. The patient's normal blood sugar level was not provided. The patient usually checked their blood sugar four times daily and there was nothing unusual on their meter since june 2002 at 2141 hours. The patient's family member stated that the patient possibly did not get their insulin in june 2002 because patient was not in their right state of mind. The patient's physician asked the patient about their dose and the patient had no recollection of taking their insulin. The patient's condition resolved and patient was discharged from hospital approximately two days later. Patient was given new humapens and their humalog and humulin n were replaced. The two devices have been returned to the company for analysis. One device, cid143087, was a clear cartridge holder (lot number "cc") attached to a humapen teal/opaque pen body (lot number a1143/ms8335). Initial analysis of cid143087 found all components intact. The insulin (humulin n) returned with the humapen appeared normal. The second device, cid143096, was a humapen ergo teal/clear (lot number a1501/ms8929) with all components intact also. The insulin (humalog) returned with this device was also normal. No further information is expected. The reporting pharmacist does not believe the events to be related to either humulin n, humalog or the humapens. This report is cross-referenced to cid#143087 and 143096.. Pharmaceutical delivery systems provided detailed analysis results on 21-aug-2002: two devices were sent to pharmaceutical delivery systems for investigation. The device associated with report cid 143096 is imprinted with lot number a1501. The detailed investigation established that this device is within specification for dose accuracy, glide force and functionality. The device associated with report cid 143087 is imprinted with lot number a1143. This device was returned with a clear cartridge holder attached and imprinted with lot "cc". The detailed investigation established that this device is within specification for dose accuracy, glide force and functionality. The cap glue joint is broken which does not adversely affect functionality of the device. Update 16-jul-2002: upon case review, removed the two devices as suspect and added them as concomitant devices (no implied association). Update 18-jul-2002: upon request, added the two devices as suspect, added cioms comments. Update 21-aug-2002: pharmaceutical delivery systems entered results/conclusions and corrective action on the suspect device pages, updated the narrative and the cioms-ii field. Update 21-aug-2002: additional information received on 20-aug-2002 from the pharmacist. Updated narrative with details on patient discharge, patient outcome, causality assessment, details of device and insulin investigation. Update 26-aug-2002: no further information is expected. Case closed.